Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a reduction tool broke during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the report indicates that the measurable dimensions of the broken drill bits were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. The investigation of the complained drill reduction tool shows that the tip broke off. We are not able to determine the exact cause which has led to this occurrence. Too much mechanical force had been applied during the surgery. No product fault could be detected. Device was used for treatment, not diagnosis. (B)(4)